Manufacturer narrative:
(B)(4).

Event description:
It was reported multiple non-sustained rv oversensing episodes were observed due to post-paced t-wave oversensing. Programming changes were made. The patient did not experience any symptoms.